Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Upon return, the AED and associated battery pack underwent bench testing and evaluation. The device would not power on when tested with the returned battery pack due to the battery being depleted. The cause of the premature battery depletion could not be determined. The AED was subsequently tested using a known good battery pack and powered on as expected. Functional testing was performed, and the device operated as designed.